Event description:
The customer reported that the device illuminated the service indicator. Physio-control evaluated the device and verified the reported issue and found event codes in the memory. The device was unable to charge and provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and was unable to duplicate the reported failure to charge and deliver defibrillation energy. However, physio found that event codes were generated and the energy output reduced to 188j for a 200j setting due to a failed filter, designator fl29. Further cause of the failure to charge and deliver energy was not determined.